Manufacturer narrative:
No medwatch form was received a lead tip stiffness test was performed and found to be within specification.

Event description:
It was reported that the capture threshold had increased and the sensing threshold had decreased. Perforation was suspected. The lead was explanted and replaced.